Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope exhibited b30 communication error. The event occurred during preparation for use, prior to an unknown procedure. It was reported that when the scope was plugged into the machine it displayed b30 error code and the scope was tried in different machine and gave the same code. Therefore, the customer switch to a different scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event most likely occurred due to the following: 1) due to the following handling, the ccd and scope connector internal board malfunctioned temporarily. A) the system ground wire was not connected. B) the scope connector is plugged or unplugged while the system is powered on. C) dirt or moisture adhered to the scope connector contacts. 2) due to the physical stress applied to the insertion tube, the motion of the ccd cable inside the device was impaired, causing the ccd cable's alignment disorder, buckling, and disconnection. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 3) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Additionally, the device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section glue was lifting and had scratches, the bending section failed the e-continuity test, the insertion tube has multiple dents and a failed ring gauge, and the up angulation is low. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.